Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported event has been returned for eval. The pump was tested three times for volumetric accuracy with a rate of 250ml/hr and 25ml with no air in line alarms or errors: 1st test: 24.5ml or 98% of expected volume, 2nd test: 24.5ml or 98% of expected volume, 3rd test: 24.6ml or 98% of expected volume. The investigation on the pump is still on going at this time. A f/u report will be submitted when the results become available.

Event description:
(B)(4).